Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the core lab report dated (B)(6) 2011 notes 49.46% stenosis of the proximal right coronary artery (rca) with in-stent restenosis. Core lab notes, severe intimal hyperplasia within the stented segment. No target lesion re-intervention was performed. After review of films on (B)(6) 2011, the physician noted that it was a target vessel re-intervention not a target lesion re-intervention, as the target lesion was more mid than distal after review of the cath films. The patient was discharged the next day not the same day as initially reported.

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced angina and required a re-intervention. The target lesion was located in the distal right coronary a artery (rca) with 99% stenosis and was 24.0 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation, balloon angioplasty and implanting a 3.00 x 28 mm perseus wh stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2011, the patient presented with exertional angina and was referred for cardiac catheterization which revealed 99% mid and 30% distal in-stent restenosis of the previously placed stent. The proximal rca was treated with balloon angioplasty and implanting a 3.5 x 12 mm promus stent. Following post dilatation, residual stenosis was 0%. The in-stent restenosis of the study stent in the distal rca was treated with balloon angioplasty and placement of a 3.5 x 18 mm promus stent. Following post dilatation, residual stenosis was 0%. The patient was discharged the same day on aspirin and clopidogrel.